Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer stated that recommended the use of lenses from the same manufacturer in a different material family. The first lens consumer used was really thick immediately upon putting the lens in the right eye consumer experienced fish scale sensation, irritated eye so much, feeling of being literally blind and impossible to read even giant letters. The consumer rush home to take the lenses out. Additionally, it was stated as consumer spent a week on practically blind on right eye. The consumer eye remains in a serious condition, as if had lost 70% of eyesight. It was also reported as the lens bought is blue, but consumer eye is still brown. No additional information has been requested at the time of report.

Manufacturer narrative:
D9.,h.3., h.6.: the actual complaint product was returned and was found to meet manufacturing specifications. An update to the manufacturing review has been requested. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 to update any significant changes. The manufacturer internal reference number is: (B)(4).